Event description:
The customer contacted stryker to report that their device does not detect the opening of the lid. As a result, the device may not automatically power on when the lid is opened. This may lead to defibrillation therapy being delayed, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker further evaluated the customer's device and determined that the cause of the reported issue was due to a failed reed switch, designator sw5.

Event description:
The customer contacted stryker to report that their device does not detect the opening of the lid. As a result, the device may not automatically power on when the lid is opened. This may lead to defibrillation therapy being delayed, if needed. There was no report of patient use associated with the reported event.